Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4). Note: manufacturer contacted customer on 3/9/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer forgot to take his insulin for two days in a row (prior to 911 incident). He was admitted to (B)(6) hospital from (B)(6) 2017 and was diagnosed with hyperglycemia. His blood glucose reading at hospital was 678mg/dl. He was treated with insulin via IV and was assigned home health care from the hospital. Customer was discharged on (B)(6) 2017 and is feeling better. Another call back was made on (B)(6) 2017; no replacements made; customer was comfortable with his meter and he now has a home health nurse helping him since he has short- term memory issues. There were no more issues.

Event description:
Consumer reported complaint hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling nervous. Medical attention is reported as a result of the actual blood glucose results and symptom. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: hi results. Customer called that meter read hi and that he had had two nights in a row that he was getting e-5. Customer did not feel well and he was going to go to bed. Customer complained that he felt that he was continually getting e-5 from two meters (true metrix). Customer did not elaborate whether his medication was changed. Customer did go to emergency room. Customer did not call his doctor and called us regarding his blood sugar. Customer was nervous and customer care rep called 911. Customer was taken to the hospital.